Manufacturer narrative:
Additional information has been requested from the reporter and no response has been received at this time. This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the 510(k) /PMA clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements. Analysis of device found: one extended, striated opening was located on the anterior portion of the implant shell, consistent with surgical damage. The device weighed 267.1 grams. The reported event of "pierced implant" was confirmed. However, device analysis determined the root cause of the shell break to be from surgical damage. No further investigation or corrective action is required. The labeling addresses this event as follows: "patient's should be advised that the sizer may rupture, releasing silicone gel into the surrounding cavity. Causes of rupture include: damage by surgical instruments , such as nicks, slices, or puncture." "The surgeon should observe current and accepted techniques to minimize the risk of adverse, and potentially disfiguring reactions." "Do not damage the re-sterilizable sizer with sharp surgical instruments such as needles and scalpels, blunt instruments such as clamps and forceps, or by overhandling and manipulation during introduction into the surgical pocket."

Event description:
Healthcare professional reported a "pierced" resterilizable gel sizer. It is unknown if silicone gel made contact with the patient.